Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. Additional h3 investigation summary: the product received for analysis was identified as product code c584d. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed near the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history review: the manufacturing records could not be reviewed as the batch number is unknown. Additional information was requested, and the following was obtained: did the procedure/needle breakage occur on (B)(6) 2024 or 6-mar-2024? (Pc states procedure date (B)(6) , event date 6-mar): event date was 2024/03/06. What instruments were used to grasp the needle. Needle holder where was the needle grasped during use? Needle tip. Were x-rays performed to localize the needle fragment? Unk. What was the size of the broken needle fragment? 1.5mm. Does the needle piece remain retained in the patient's tissue? Yes. If the piece(s) were retained, where are they located/in what structure? Around dura mater. If retained, were there any patient consequences? No other consequence was reported. If retained, are there plans for removal of any remaining fragments? Unk. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Unk. The diagnosis and indication for the index surgical procedure? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Not reported with abnormally. Please describe any medical/surgical intervention required for this suture event including dates and results: unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Onset date? No other consequence was reported. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? He said that he might have grasped many times in the surgery. What is the patient's current status? Unk. Lot number? Unk. If applicable, will product be returned? If so, please provide the return date and tracking information; the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number.

Event description:
It was reported that a patient underwent a craniotomy on (B)(6) 2024 and suture was used. The surgeon realized that the needle tip was broken during dural suture. The surgeon couldn¿t find the needle tip so there is a possibility that the needle tip was left inside the body. Also stated, when counting the needles, the surgeon realized that needle tip was broken. The surgery was a neurosurgery. The patient is in the hospital. Other contributing factors could be that there was a possibility that the needle was bitten too much by the needle holder. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the procedure/needle breakage occur on (B)(6) 2024 or (B)(6) 2024? (Pc states procedure date (B)(6) event date 6-mar). What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? What was the size of the broken needle fragment? *does the needle piece remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.